Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience hyperglycemia as well as customer states main button of insulin pump had to press 4 to 5 time before it clear a screen. The customer¿s blood glucose value was over 500 mg/dl. Customer stated that the middle button of insulin pump was unresponsive. Customer states high blood glucose alarm was in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. Customer states all buttons were responding. Customer that according to troubleshooting just says to monitor insulin pump and call back as needed. Offered troubleshooting for high blood glucose but customer declined. The devices will not be returned for analysis.